Event description:
Trinity biolox delta revision after approximatively 2 months due to infection.

Manufacturer narrative:
Per (B)(4) - initial report: additional information, including x-rays, operative notes, if event could be linked to the infection and update of the patient following the revision have been requested to the reporter. Available information will be detailed in a supplemental report. The appropriate device details were provided. The relevant device manufacturing records will be identified and will be reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity biolox delta revision after approximatively 2 months due to infection.

Manufacturer narrative:
Per (B)(4) - final report. Additional information, including x-rays, operative notes, update of the patient post revision and information about any event linked to this infection, have been requested to the reporter. However, only an x-ray was communicated. The appropriate device details were provided. The relevant device manufacturing records have been identified and reviewed. These devices were manufactured, packaged and sterilized to the correct specifications at the time of manufacture. The cleaning method, the sterilization method and sterile barrier system used to package our devices have a long history of safe and effective use at corin for a wide range of orthopedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery procedure and the incident rate is followed by performing trending on reported events. Based on the above, no further investigation can be conducted, and the root cause of the reported infection could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided, then this case may be reopened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.